Event description:
A surgeon reports a pt is experiencing visual distrubances described as concentric rings following intraocular lens implant surgery. The surgeon has discussed possible options with the pt. No intervention planned at this time.